Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the subject device had a chipped leakage connector and a leak at the three port connectors; however; it was found the tu connector for the leak test air tube was broken. It is likely that the leak test air tube could not be connected because the connector was broken by being hit with hard object or loosened caused by the user applying stress to the connector in the loosening direction. Per the legal manufacturer, this issue of the leak test air tube is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, the endoscope reprocessor had a chipped leakeage connector and had a leak at the three port connectors. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The field service engineer serviced the device on site. The leakage connector was replaced, as well as the three port valve connector. Oer pro was left running at normal specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.